Event description:
Initial result for a patient calcium was 12.6 mg/dl. When repeated, the result was 9.1 mg/dl and the patient was admitted to the hospital. The field service representative found a buildup on the sample probe and repaired the instrument by cleaning the sample probe.